Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received excessive motor error alarm. Customer reported that insulin partially delivered and then another motor error was received. Customer's blood glucose was 133 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.